Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was high, however, a specific blood glucose (bg) level was not provided. A correction injection was administered to address the high bg. The customer cleared the alarm and resumed insulin therapy.